Event description:
Alcon constellation machine-during surgery left eye deflated when the constellation machine lost infusion pressure while pressurizing the eye. Surgeon corrected situation by pushing foot pedal past 70 mm before machine responded. No injury. (B)(4).